Event description:
It was reported to medtronic minimed that the customer experienced no communication between the pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-6102.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.9.0) installed on iphone 16e (ios 18.7.1) with mmt1885 780g pump (software ver. 6.7v) was conducted and confirmed the issue was not reproduced.the software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field.after conducting a thorough investigation of the logs, it was identified that the user encountered an application error indicating missing bluetooth permissions. The screen ID 18.10bluetoothaccessnotallowedpopup with the title bluetooth access not allowed confirms that the app does not have the necessary bluetooth access permissions.without this permission, the app cannot communicate with the pump.issue was confirmed to resolve the issue, the user should enable bluetooth permissions by following one of the two methods below: enable bluetooth permissions manually through the device settings: open the settings app on the iphone. Scroll down and locate the minimed mobile application under the apps section. Enable bluetooth permission. Restart the app (recommended). Alternatively, uninstall and reinstall the application, then grant bluetooth permission during the first pairing attempt. Once bluetooth permissions are enabled, the app should be able to communicate with the pump successfully. To reinstall the application, please ask the user to perform the steps that were shared previously. In both cases, please make sure the user removes the pump from the ios bluetooth settings (settings > bluetooth > pump xxxxxxxx > forget this device). This is a critical step that is usually overlooked by customers. We are proceeding to close the ticket if customer still face issue we request helpline to reopen ticket, and we will investigate further. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.